Event description:
The initial reporter stated they received questionable low results for an unspecified number of patient samples tested with calcium gen.2 on a cobas 8000 c702 module. The customer provided examples of three patient samples with discrepant calcium results. The first sample initially resulted in a calcium value of 1.56 mmol/l and it repeated as 2.72 mmol/l. The second sample initially resulted in a calcium value of 1.58 mmol/l and it repeated as 2.42 mmol/l. The third sample initially resulted in a calcium value of 1.73 mmol/l and it repeated as 2.18 mmol/l.

Manufacturer narrative:
The calcium reagent lot number was 898956. The reagent expiration date was requested, but not provided. Calibration and control data are acceptable, so a general reagent issue is unlikely. A review of alarm trace data showed abnormal aspiration alarms. These can indicate potential pre-analytic sample handling issues. The investigation is ongoing.